Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main 4 drawer and all cubies had failed and were not detected on the bus. A field service engineer (fse) inspected and found the module controller showed only power light emitting diodes (leds). The module controller was replaced, the unit was rebooted, and firmware was updated to version 1.17. The replacements were installed, the system was reconfigured, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the main drawer 4 and all of its cubies had failed. Also, the device was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.